Manufacturer narrative:
Additional information has been received . Based on the new information received, the event is no longer considered to be a serious injury.

Event description:
Additional information has been received. Though symptoms were noticed the morning after the treatment by the patient, she did not alert the facility until 10 days after, when she returned for another procedure. The patient was advised to use bacitracin ointment on the affected areas and to keep it covered with spf sunscreen. The blisters are healing, but are still slightly pink a few months post-treatment.

Manufacturer narrative:
The listed device is not available for return. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced blisters and demarcations in the left upper cheek and temple post-treatment. Event was noted the morning after the date of procedure. No other prior treatments had been done to the affected area, and no system errors occurred during the procedure. The highest energy levels used were 4.0 on the cheek and 3.0 on the temple.